Manufacturer narrative:
The device history records for the reported lot were reviewed. No non-conformances were discovered that would have contributed to this event.

Event description:
This spontaneous report received from a spanish physician concerns a female patient who was injected with a total of 1.5 ml of radiesse into neck for a classic microcanule treatment in (B)(6) 2015. Radiesse was mixed with 0.8 ml of lidocaine. In 2015, coinciding with a catarrhal infection, a painful inflammatory-nodular reaction was manifested on the treated area. Corrective treatment included amoxicillin 1 g every 8 hours. Two days after the received treatment with amoxicillin, the inflammatory reaction decreased slightly. The outcome of injection site inflammation was considered resolving. Follow-up information was received on 12-nov-2015: the patient's date of birth was provided. The patient was (B)(6) female, who was injected dermally with a total of 1.5 ml of radiesse into neck, from sternocleidomastoid muscle to midline, for neck flaccidity, on (B)(6) 2015. Radiesse was injected into 5 injection points on each side of the neck. Radiesse was mixed with 0.8 ml of lidocaine 2%. Batch number was reported as (B)(4). Needle used for the injection was 27 g cannula. On (B)(6) 2015, the patient experienced painful hardened inflammatory nodules on both sides of the neck. Corrective treatment included pharmacological treatment with antibiotics. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were of moderate intensity, but not life-threatening or permanent. Further, the reporter considered that the event of painful hardened inflammatory nodules was not related to radiesse, but to bacterial infection in the pharyngeal area. Follow-up information was received on 13-nov-2015: the patient began the pharyngeal infection around (B)(6) 2015. The physician did not observed abnormal infectious events related to the pharyngeal infection on (B)(6) 2015. The patient has been improved gradually, she was almost recovered at time of the second follow up information reported by the physician. The inflammatory nodules were very small, some of them were disappeared and they did not hurt anymore. The patient had a parallel evolution of improvement of the nodules and throat infection. No biopsies were taken because the event had been improving and had not become necessary at time of the second follow up information reported by the physician. Measures taken (diagnostics, therapies, summary of results, treatment drugs, dosage, start and stop dates): pharmacological treatment with antibiotics (amoxycillin, dose 1g every 8 h, during 10 days) was initiated on (B)(6) 2015.